Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain'), genital haemorrhage ('abnormal, heavy bleeding'), suicide attempt ('psychological or psychiatric problems condition: depression, anger, suicide attempt') and breast discharge infected ('she had green discharge from her breast') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), dysmenorrhoea ("painful menstruation \dysmenorrhea (cramping)"), dyspareunia ("dyspareunia \dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("extreme cramping"), migraine ("migraines"), tooth fracture ("tooth breakage\ dental problems:- breaking teeth"), tooth loss ("tooth loss"), alopecia ("hair loss"), fatigue ("severe fatigue"), rash ("rashes, she have seen lots of posts on rashes, hives acne"), anxiety ("anxious"), depression ("depressed \depression"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anger ("psychological or psychiatric problems condition: depression, anger,suicide attempt"), acne ("rashes or skin conditions type: acne, rashes"), headache ("headaches"), feeling abnormal ("neurological conditions or problems type: brain fog"), chills ("shivers"), muscle spasms ("leg cramps"), scar ("scarring"), cyst ("cysts"), arthralgia ("left wrist pain"), contusion ("she still have a bruise and 2 knots in her arm"), abdominal distension ("the bloating and gas hurts the most"), hypotension ("her blood pressure was 76/40 heart rate 80"), dry skin ("she have an apt at u of m with dr skinner"), urticaria ("she have seen lots of posts on rashes, hives acne"), breast discharge infected (seriousness criterion medically significant), dizziness ("she was going to pass out she was so light headed and dizzy"), nausea ("she try to eat she feel sick to her stomach"), abdominal pain ("sharp shooting pain in her abdominal"), urinary tract infection ("uti bladder infection"), cystitis ("uti bladder infection") and asthenia ("she have no energy she take naps all through the day") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes describe: imbalance"). The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, suicide attempt, dysmenorrhoea, dyspareunia, vaginal haemorrhage, abdominal pain lower, weight increased, migraine, tooth fracture, tooth loss, alopecia, fatigue, rash, anxiety, depression, hormone level abnormal, menorrhagia, anger, acne, headache, feeling abnormal, chills, muscle spasms, scar, cyst, arthralgia, contusion, abdominal distension, hypotension, dry skin, urticaria, breast discharge infected, dizziness, nausea, abdominal pain, urinary tract infection, cystitis and asthenia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, anger, anxiety, arthralgia, asthenia, breast discharge infected, chills, contusion, cyst, cystitis, depression, dizziness, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hormone level abnormal, hypotension, menorrhagia, migraine, muscle spasms, nausea, pelvic pain, rash, scar, suicide attempt, tooth fracture, tooth loss, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media "left wrist pain, she still have a bruise and 2 knots in her arm, the bloating and gas hurts the most, her blood pressure was 76/40 heart rate 80, she have an apt at u of m with dr skinner, she have seen lots of posts on rashes, hives acne, she had green discharge from her breast, she was going to pass out she was so light headed and dizzy, she try to eat she feel sick to her stomach, sharp shooting pain, uti bladder infection, she have no energy she take naps all through the day most recent follow-up information incorporated above includes: on 21-may-2019: social media received events "left wrist pain, she still have a bruise and 2 knots in her arm, the bloating and gas hurts the most, her blood pressure was 76/40 heart rate 80, she have an apt at u of m with dr skinner, she have seen lots of posts on rashes, hives acne, she had green discharge from her breast, she was going to pass out she was so light headed and dizzy, she try to eat she feel sick to her stomach, sharp shooting pain, uti bladder infection, she have no energy she take naps all through the day" were added. Patient aka name was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), genital haemorrhage ("abnormal, heavy bleeding") and suicide attempt ("psychological or psychiatric problems condition: depression, anger,suicide attempt") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In march 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), dysmenorrhoea ("painful menstruation \dysmenorrhea (cramping)"), dyspareunia ("dyspareunia \dyspareunia (painful sexual intercourse)"), abdominal pain lower ("extreme cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), tooth fracture ("tooth breakage\ dental problems:- breaking teeth"), tooth loss ("tooth loss"), alopecia ("hair loss"), fatigue ("severe fatigue"), rash ("rashes"), anxiety ("anxious"), depression ("depressed \depression"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anger ("psychological or psychiatric problems condition: depression, anger,suicide attempt"), acne ("rashes or skin conditions type: acne, rashes"), headache ("headaches"), feeling abnormal ("neurological conditions or problems type: brain fog"), chills ("shivers"), muscle spasms ("leg cramps"), scar ("scarring") and cyst ("cysts") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes describe: imbalance"). The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed in november 2014. At the time of the report, the pelvic pain, genital haemorrhage, suicide attempt, dysmenorrhoea, dyspareunia, abdominal pain lower, vaginal haemorrhage, weight increased, migraine, tooth fracture, tooth loss, alopecia, fatigue, rash, anxiety, depression, hormone level abnormal, menorrhagia, anger, acne, headache, feeling abnormal, chills, muscle spasms, scar and cyst outcome was unknown. The reporter considered abdominal pain lower, acne, alopecia, anger, anxiety, chills, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, muscle spasms, pelvic pain, rash, scar, suicide attempt, tooth fracture, tooth loss, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs received; lawyer was added. Patient's demographic was added. New events- vaginal bleeding, menorrhagia, anger, hormonal imbalance,suicide attempt,acne, headaches, ,brain fog, shivers, leg cramps,scarring, cysts were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain'), genital haemorrhage ('abnormal, heavy bleeding'), suicide attempt ('psychological or psychiatric problems condition: depression, anger,suicide attempt'), breast discharge infected ('she had green discharge from her breast') and haematochezia ('blood when wiping after a # 2') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), dysmenorrhoea ("painful menstruation \dysmenorrhea (cramping)"), dyspareunia ("dyspareunia \dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("extreme cramping"), tooth fracture ("tooth breakage\ dental problems:- breaking teeth"), tooth loss ("tooth loss"), alopecia ("hair loss"), fatigue ("severe fatigue/extra tired"), rash ("rashes, she have seen lots of posts on rashes, hives acne,rashes on my legs by the folds of my knees"), depression ("depressed \depression"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy periods"), anger ("psychological or psychiatric problems condition: depression, anger,suicide attempt"), acne ("rashes or skin conditions type: acne, rashes"), headache ("headaches/migraines/severe headache"), feeling abnormal ("neurological conditions or problems type: brain fog/foggy head"), chills ("shivers"), muscle spasms ("leg cramps/hand lock up"), influenza ("flu"), scar ("scarring"), cyst ("cysts"), arthralgia ("left wrist pain"), contusion ("she still have a bruise and 2 knots in her arm"), abdominal distension ("the bloating and gas hurts the most/stomach bloating"), hypotension ("her blood pressure was 76/40 heart rate 80"), dry skin ("she have an apt at u of m with dr skinner"), urticaria ("she have seen lots of posts on rashes, hives acne"), breast discharge infected (seriousness criterion medically significant), dizziness ("she was going to pass out she was so light headed and dizzy"), nausea ("she try to eat she feel sick to her stomach/congested and nausea"), abdominal pain ("sharp shooting pain in her abdominal/pain in my left side abdomen"), urinary tract infection ("uti bladder infection"), cystitis ("uti bladder infection"), asthenia ("she have no energy she take naps all through the day"), nasopharyngitis ("cold"), migraine ("migraine"), hypersensitivity ("allergy"), congestion nasal ("congested"), cough ("very bad cough"), dysgeusia ("nickel/copper taste"), anxiety ("anxious"), vulvovaginal pain ("sharp pain in my vagina"), abdominal discomfort ("burning sensation in lower abdomen"), hypoaesthesia ("numbness sensation in my hands /numbness in legs,feet,hands,arms"), paraesthesia ("tingling sensation in my hands and left side of lips"), paraesthesia oral ("tingling sensation in my hands and left side of lips"), hypoaesthesia oral ("numbness sensation in left side of lips"), diarrhoea ("diarrhea every time eat something"), irritability ("irritation from pain it affects my attitude towards myu kids and family"), disturbance in social behaviour ("it affect my attitude towards my kids and family"), loss of libido ("not intrested in having sex or sexual activities"), chest pain ("pains in chest"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain/pain in right neck barely can turn head to right without p"), spinal pain ("spine pain"), orgasm abnormal ("pain when having orgasm"), nasal obstruction ("nose always needs to be blown or cleaned"), skin lesion ("sores on the top of my head"), abdominal pain upper ("riping feeling in stomach/feeling like baby kicks in stomach"), pollakiuria ("frequent urination"), productive cough ("cough and mucucs"), haematochezia (seriousness criterion medically significant), tremor ("facial tremors"), nose congestion ("congestion") and rhinorrhoea ("runny nose/ congested") and was found to have weight increased ("weight gain"), hormone level abnormal ("hormonal changes describe: imbalance") and weight decreased ("weight lost"). The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, suicide attempt, dysmenorrhoea, dyspareunia, vaginal haemorrhage, abdominal pain lower, weight increased, tooth fracture, tooth loss, alopecia, fatigue, rash, depression, hormone level abnormal, menorrhagia, anger, acne, headache, feeling abnormal, chills, muscle spasms, influenza, scar, cyst, arthralgia, contusion, abdominal distension, hypotension, dry skin, urticaria, breast discharge infected, dizziness, nausea, abdominal pain, urinary tract infection, cystitis, asthenia, nasopharyngitis, migraine, hypersensitivity, congestion nasal, cough, dysgeusia, anxiety, vulvovaginal pain, abdominal discomfort, hypoaesthesia, paraesthesia, paraesthesia oral, hypoaesthesia oral, irritability, disturbance in social behaviour, loss of libido, chest pain, musculoskeletal pain, neck pain, spinal pain, orgasm abnormal, skin lesion, abdominal pain upper, pollakiuria, productive cough, haematochezia, tremor and rhinorrhoea outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, alopecia, anger, anxiety, arthralgia, asthenia, breast discharge infected, chest pain, chills, congestion nasal, contusion, cough, cyst, cystitis, depression, diarrhoea, disturbance in social behaviour, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, haematochezia, headache, hormone level abnormal, hypersensitivity, hypoaesthesia, hypoaesthesia oral, hypotension, influenza, irritability, loss of libido, menorrhagia, migraine, muscle spasms, musculoskeletal pain, nasal obstruction, nasopharyngitis, nausea, neck pain, orgasm abnormal, paraesthesia, paraesthesia oral, pelvic pain, pollakiuria, productive cough, rash, rhinorrhoea, scar, skin lesion, spinal pain, suicide attempt, tooth fracture, tooth loss, tremor, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal pain, weight decreased, weight increased and nose congestion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media "left wrist pain, she still have a bruise and 2 knots in her arm, the bloating and gas hurts the most, her blood pressure was 76/40 heart rate 80, she have an apt at u of m with dr skinner, she have seen lots of posts on rashes, hives acne, she had green discharge from her breast, she was going to pass out she was so light headed and dizzy, she try to eat she feel sick to her stomach, sharp shooting pain, uti bladder infection, she have no energy she take naps all through the day,cold, flu, allergy, runny nose, very bad cough , nickel/copper taste , sharp pain in my vagina , burning sensation in lower abdomen , tingling sensation in my hands and left side of lips, numbness sensation in my hands and left side of lips , diarrhea every time eat something , weight lost , irritation from pain, it affect my attitude towards my kids and family, not intrested in having sex or sexual activities, pains in chest, shoulder pain, spine pain, pain when having orgasm, nose always needs to be blown or cleaned, sores on the top of my head, frequent urination, cough and mucuse, blood when wiping after a # 2, facial tremors, embarrassing,congested and nausea, congestion . Most recent follow-up information incorporated above includes: on 22-jul-2019: social media received events: runny nose, very bad cough , nickel/copper taste , sharp pain in my vagina , burning sensation in lower abdomen , tingling sensation in my hands and left side of lips, numbness sensation in my hands and left side of lips , diarrhea every time eat something , weight lost , irritation from pain, it affect my attitude towards my kids and family, not intrested in having sex or sexual activities, pains in chest, shoulder pain, spine pain, pain when having orgasm, nose always needs to be blown or cleaned, sores on the top of my head, frequent urination, cough and mucuse, blood when wiping after a # 2, facial tremors, embarrassing, congested and nausea,congestion were added. Reported event verbatim updated: heavy periods, extra tired, foggy head, hand locking up, feeling like baby kicks in stomach, pain in right neck barely can turn head to right without p, reporter information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ chronic pain'), genital haemorrhage ('abnormal heavy bleeding'), suicide attempt ('suicide attempt/ suicidality'), breast discharge infected ('she had green discharge from her breast/ infection') and haematochezia ('blood when wiping after # 2') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera in 2006. Concurrent conditions included body mass index normal. Concomitant products included naproxen from 2012 to 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("painful menstruation \dysmenorrhea (cramping)"), dyspareunia ("dyspareunia \dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods") and feeling abnormal ("brain fog/foggy head"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced headache ("headaches/severe headache") and migraine ("migraine"). In (B)(6) 2011, the patient experienced suicide attempt (seriousness criterion medically significant), depression ("depressed \depression") and anaemia ("anemia"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced tooth fracture ("breaking teeth") and tooth loss ("tooth loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), breast discharge infected (seriousness criterion medically significant), haematochezia (seriousness criterion medically significant), abdominal pain lower ("extreme cramping/ abdominal pain"), fatigue ("severe fatigue/extra tired"), urticaria ("rashes, she have seen lots of posts on rashes with hives, rashes on my legs by the folds of my knees"), anger ("anger"), acne ("acne"), chills ("shivers"), muscle spasms ("leg cramps/hand lock up"), influenza ("flu"), scar ("scarring"), cyst ("cysts"), arthralgia ("left wrist pain"), contusion ("she still have a bruise and 2 knots in her arm"), abdominal distension ("the bloating and gas hurts the most/stomach bloating"), hypotension ("her blood pressure was 76/40 heart rate 80"), dizziness ("she was going to pass out, she was so light headed and dizzy"), nausea ("she try to eat she feel sick to her stomach/congested and nausea"), abdominal pain ("sharp shooting pain in her abdominal/pain in my left side abdomen/abdominal pain"), urinary tract infection ("uti /infection"), cystitis ("bladder infection"), asthenia ("she have no energy she take naps all through the day"), nasopharyngitis ("cold"), hypersensitivity ("allergy"), nasal congestion ("congested/ congestion"), cough ("very bad cough"), dysgeusia ("nickel/copper taste"), anxiety ("anxious"), vulvovaginal pain ("sharp pain in my vagina"), abdominal discomfort ("burning sensation in lower abdomen"), hypoaesthesia ("numbness sensation in my hands /numbness in legs,feet,hands,arms"), paraesthesia ("tingling sensation in my hands and left side of lips"), paraesthesia oral ("tingling sensation in my hands and left side of lips"), hypoaesthesia oral ("numbness sensation in left side of lips"), diarrhoea ("diarrhea every time eat something"), irritability ("irritation from pain"), disturbance in social behaviour ("it affect my attitude towards my kids and family"), loss of libido ("not intrested in having sex or sexual activities"), chest pain ("pains in chest"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain/pain in right neck barely can turn head to right without pain"), spinal pain ("spine pain"), orgasm abnormal ("pain when having orgasm"), nasal obstruction ("nose always needs to be blown or cleaned"), skin lesion ("sores on the top of my head"), abdominal pain upper ("riping feeling in stomach/feeling like baby kicks in stomach"), pollakiuria ("frequent urination"), productive cough ("cough and mucucs"), tremor ("facial tremors"), rhinorrhoea ("runny nose/ congested"), allergy to metals ("nickel allergy"), pain ("body ache") and metrorrhagia ("metrorhagia (bleeding b/w periods)") and was found to have hormone level abnormal ("hormonal imbalance") and weight decreased ("weight lost"). The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, breast discharge infected, haematochezia, dysmenorrhoea, weight increased, tooth fracture, tooth loss, hormone level abnormal, anger, headache, chills, influenza, scar, cyst, arthralgia, contusion, abdominal distension, hypotension, dizziness, nausea, urinary tract infection, cystitis, asthenia, nasopharyngitis, hypersensitivity, nasal congestion, cough, dysgeusia, anxiety, vulvovaginal pain, abdominal discomfort, hypoaesthesia, paraesthesia, paraesthesia oral, hypoaesthesia oral, diarrhoea, weight decreased, irritability, disturbance in social behaviour, loss of libido, chest pain, musculoskeletal pain, neck pain, spinal pain, orgasm abnormal, nasal obstruction, skin lesion, abdominal pain upper, pollakiuria, productive cough, tremor, rhinorrhoea, anaemia and allergy to metals outcome was unknown, the suicide attempt, alopecia, fatigue, urticaria, depression, acne, feeling abnormal and migraine was resolving and the dyspareunia, vaginal haemorrhage, abdominal pain lower, menorrhagia, muscle spasms, abdominal pain, pain and metrorrhagia had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, allergy to metals, alopecia, anaemia, anger, anxiety, arthralgia, asthenia, breast discharge infected, chest pain, chills, contusion, cough, cyst, cystitis, depression, diarrhoea, disturbance in social behaviour, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, haematochezia, headache, hormone level abnormal, hypersensitivity, hypoaesthesia, hypoaesthesia oral, hypotension, influenza, irritability, loss of libido, menorrhagia, metrorrhagia, migraine, muscle spasms, musculoskeletal pain, nasal congestion, nasal obstruction, nasopharyngitis, nausea, neck pain, orgasm abnormal, pain, paraesthesia, paraesthesia oral, pelvic pain, pollakiuria, productive cough, rhinorrhoea, scar, skin lesion, spinal pain, suicide attempt, tooth fracture, tooth loss, tremor, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for- dysmenorrhea (cramping), pelvic/abdominal, chronic, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), nickel allergy, psych injury related to essure, fatigue, hair loss ,migraine, weight gain, dental probs., hormonal changes, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure confirmation test : results: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: result: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s social media "left wrist pain, she still have a bruise and 2 knots in her arm, the bloating and gas hurts the most, her blood pressure was 76/40 heart rate 80, she have seen lots of posts on rashes, hives acne, she had green discharge from her breast, she was going to pass out she was so light headed and dizzy, she try to eat she feel sick to her stomach, sharp shooting pain, uti bladder infection, she have no energy she take naps all through the day,cold, flu, allergy, runny nose, very bad cough , nickel/copper taste , sharp pain in my vagina , burning sensation in lower abdomen , tingling sensation in my hands and left side of lips, numbness sensation in my hands and left side of lips , diarrhea every time eat something , weight lost , irritation from pain, it affect my attitude towards my kids and family, not intrested in having sex or sexual activities, pains in chest, shoulder pain, spine pain, pain when having orgasm, nose always needs to be blown or cleaned, sores on the top of my head, frequent urination, cough and mucuse, blood when wiping after a # 2, facial tremors, embarrassing,congested and nausea, congestion . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: newly added event- metrorrhagia (bleeding b/w periods), insertion and removal date were updated, lab data were updated. Correction following company internal review: the event "she have an apt at u of m with dr skinner" was deleted. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain'), genital haemorrhage ('abnormal, heavy bleeding'), suicide attempt ('psychological or psychiatric problems condition: depression, anger,suicide attempt/ suicidality'), breast discharge infected ('she had green discharge from her breast') and haematochezia ('blood when wiping after a # 2') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera in 2006. Concurrent conditions included body mass index normal. Concomitant products included naproxen from 2012 to 2013. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("painful menstruation \dysmenorrhea (cramping)"), dyspareunia ("dyspareunia \dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy periods") and feeling abnormal ("neurological conditions or problems type: brain fog/foggy head"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced headache ("headaches/migraines/severe headache") and migraine ("migraine"). In (B)(6) 2011, the patient experienced suicide attempt (seriousness criterion medically significant), depression ("depressed \depression") and anaemia ("anemia"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced tooth fracture ("tooth breakage\ dental problems:- breaking teeth") and tooth loss ("tooth loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("extreme cramping"), fatigue ("severe fatigue/extra tired"), rash ("rashes, she have seen lots of posts on rashes, hives acne,rashes on my legs by the folds of my knees"), anger ("psychological or psychiatric problems condition: depression, anger,suicide attempt"), acne ("rashes or skin conditions type: acne, rashes"), chills ("shivers"), muscle spasms ("leg cramps/hand lock up"), influenza ("flu"), scar ("scarring"), cyst ("cysts"), arthralgia ("left wrist pain"), contusion ("she still have a bruise and 2 knots in her arm"), abdominal distension ("the bloating and gas hurts the most/stomach bloating"), hypotension ("her blood pressure was 76/40 heart rate 80"), dry skin ("she have an apt at u of m with dr skinner"), urticaria ("she have seen lots of posts on rashes, hives acne"), breast discharge infected (seriousness criterion medically significant), dizziness ("she was going to pass out she was so light headed and dizzy"), nausea ("she try to eat she feel sick to her stomach/congested and nausea"), abdominal pain ("sharp shooting pain in her abdominal/pain in my left side abdomen/abdominal pain"), urinary tract infection ("uti bladder infection"), cystitis ("uti bladder infection"), asthenia ("she have no energy she take naps all through the day"), nasopharyngitis ("cold"), hypersensitivity ("allergy"), nasal congestion ("congested/ congestion"), cough ("very bad cough"), dysgeusia ("nickel/copper taste"), anxiety ("anxious"), vulvovaginal pain ("sharp pain in my vagina"), abdominal discomfort ("burning sensation in lower abdomen"), hypoaesthesia ("numbness sensation in my hands /numbness in legs,feet,hands,arms"), paraesthesia ("tingling sensation in my hands and left side of lips"), paraesthesia oral ("tingling sensation in my hands and left side of lips"), hypoaesthesia oral ("numbness sensation in left side of lips"), diarrhoea ("diarrhea every time eat something"), irritability ("irritation from pain it affects my attitude towards myu kids and family"), disturbance in social behaviour ("it affect my attitude towards my kids and family"), loss of libido ("not interested in having sex or sexual activities"), chest pain ("pains in chest"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain/pain in right neck barely can turn head to right without p"), spinal pain ("spine pain"), orgasm abnormal ("pain when having orgasm"), nasal obstruction ("nose always needs to be blown or cleaned"), skin lesion ("sores on the top of my head"), abdominal pain upper ("ripping feeling in stomach/feeling like baby kicks in stomach"), pollakiuria ("frequent urination"), productive cough ("cough and mucus"), haematochezia (seriousness criterion medically significant), tremor ("facial tremors"), rhinorrhoea ("runny nose/ congested"), allergy to metals ("nickel allergy") and pain ("body ache") and was found to have hormone level abnormal ("hormonal changes describe: imbalance") and weight decreased ("weight lost"). The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, weight increased, tooth fracture, tooth loss, hormone level abnormal, anger, headache, chills, influenza, scar, cyst, arthralgia, contusion, abdominal distension, hypotension, dry skin, urticaria, breast discharge infected, dizziness, nausea, urinary tract infection, cystitis, asthenia, nasopharyngitis, hypersensitivity, nasal congestion, cough, dysgeusia, anxiety, vulvovaginal pain, abdominal discomfort, hypoaesthesia, paraesthesia, paraesthesia oral, hypoaesthesia oral, diarrhoea, weight decreased, irritability, disturbance in social behaviour, loss of libido, chest pain, musculoskeletal pain, neck pain, spinal pain, orgasm abnormal, nasal obstruction, skin lesion, abdominal pain upper, pollakiuria, productive cough, haematochezia, tremor, rhinorrhoea, anaemia and allergy to metals outcome was unknown, the suicide attempt, alopecia, fatigue, rash, depression, acne, feeling abnormal and migraine was resolving and the dyspareunia, vaginal haemorrhage, abdominal pain lower, menorrhagia, muscle spasms, abdominal pain and pain had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, allergy to metals, alopecia, anaemia, anger, anxiety, arthralgia, asthenia, breast discharge infected, chest pain, chills, contusion, cough, cyst, cystitis, depression, diarrhoea, disturbance in social behaviour, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, haematochezia, headache, hormone level abnormal, hypersensitivity, hypoaesthesia, hypoaesthesia oral, hypotension, influenza, irritability, loss of libido, menorrhagia, migraine, muscle spasms, musculoskeletal pain, nasal congestion, nasal obstruction, nasopharyngitis, nausea, neck pain, orgasm abnormal, pain, paraesthesia, paraesthesia oral, pelvic pain, pollakiuria, productive cough, rash, rhinorrhoea, scar, skin lesion, spinal pain, suicide attempt, tooth fracture, tooth loss, tremor, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on an unknown date: essure confirmation test : results: total bilateral occlusion.. Ultrasound scan vagina - on an unknown date: result: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s social media "left wrist pain, she still have a bruise and 2 knots in her arm, the bloating and gas hurts the most, her blood pressure was 76/40 heart rate 80, she have an apt at u of m with dr skinner, she have seen lots of posts on rashes, hives acne, she had green discharge from her breast, she was going to pass out she was so light headed and dizzy, she try to eat she feel sick to her stomach, sharp shooting pain, uti bladder infection, she have no energy she take naps all through the day,cold, flu, allergy, runny nose, very bad cough , nickel/copper taste , sharp pain in my vagina , burning sensation in lower abdomen , tingling sensation in my hands and left side of lips, numbness sensation in my hands and left side of lips , diarrhea every time eat something , weight lost , irritation from pain, it affect my attitude towards my kids and family, not interested in having sex or sexual activities, pains in chest, shoulder pain, spine pain, pain when having orgasm, nose always needs to be blown or cleaned, sores on the top of my head, frequent urination, cough and mucus, blood when wiping after a # 2, facial tremors, embarrassing,congested and nausea, congestion . Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Reporter's information was added. Patient's demographics was added. Added event anemia, body pain, nickel allergy. Updated outcome of events abnormal bleeding, cramping, abdominal pain, leg cramps, painful sexual intercourse from unknown to recovered/ resolved and brain fog, suicidal thoughts, depression, fatigue, acne, rashes, hair loss, migraine from unknown to recovering/resolving. Concomitant drugs, concomitant conditions, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ chronic pain'), suicide attempt ('suicide attempt/ suicidality'), breast discharge infected ('she had green discharge from her breast/ infection') and haematochezia ('blood when wiping after # 2') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera in 2006. Concurrent conditions included body mass index normal. Concomitant products included naproxen from 2012 to 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("painful menstruation \dysmenorrhea (cramping)"), dyspareunia ("dyspareunia \dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods") and feeling abnormal ("brain fog/foggy head"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced headache ("headaches/severe headache") and migraine ("migraine"). In (B)(6) 2011, the patient experienced suicide attempt (seriousness criterion medically significant), depression ("depressed \depression") and anaemia ("anemia"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced tooth fracture ("breaking teeth") and tooth loss ("tooth loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal heavy bleeding"), breast discharge infected (seriousness criterion medically significant), haematochezia (seriousness criterion medically significant), abdominal pain lower ("extreme cramping/ abdominal pain"), fatigue ("severe fatigue/extra tired"), urticaria ("rashes, she have seen lots of posts on rashes with hives, rashes on my legs by the folds of my knees"), anger ("anger"), acne ("acne"), chills ("shivers"), muscle spasms ("leg cramps/hand lock up"), influenza ("flu"), scar ("scarring"), cyst ("cysts"), arthralgia ("left wrist pain"), contusion ("she still have a bruise and 2 knots in her arm"), abdominal distension ("the bloating and gas hurts the most/stomach bloating"), hypotension ("her blood pressure was 76/40 heart rate 80"), dizziness ("she was going to pass out, she was so light headed and dizzy"), nausea ("she try to eat she feel sick to her stomach/congested and nausea"), abdominal pain ("sharp shooting pain in her abdominal/pain in my left side abdomen/abdominal pain"), urinary tract infection ("uti /infection"), cystitis ("bladder infection"), asthenia ("she have no energy she take naps all through the day"), nasopharyngitis ("cold"), hypersensitivity ("allergy"), nasal congestion ("congested/ congestion"), cough ("very bad cough"), dysgeusia ("nickel/copper taste"), anxiety ("anxious"), vulvovaginal pain ("sharp pain in my vagina"), abdominal discomfort ("burning sensation in lower abdomen"), hypoaesthesia ("numbness sensation in my hands /numbness in legs, feet, hands, arms"), paraesthesia ("tingling sensation in my hands and left side of lips"), paraesthesia oral ("tingling sensation in my hands and left side of lips"), hypoaesthesia oral ("numbness sensation in left side of lips"), diarrhoea ("diarrhea every time eat something"), irritability ("irritation from pain"), disturbance in social behaviour ("it affect my attitude towards my kids and family"), loss of libido ("not interested in having sex or sexual activities"), chest pain ("pains in chest"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain/pain in right neck barely can turn head to right without pain"), spinal pain ("spine pain"), orgasm abnormal ("pain when having orgasm"), nasal obstruction ("nose always needs to be blown or cleaned"), skin lesion ("sores on the top of my head"), abdominal pain upper ("ripping feeling in stomach/feeling like baby kicks in stomach"), pollakiuria ("frequent urination"), productive cough ("cough and mucous"), tremor ("facial tremors"), rhinorrhoea ("runny nose/ congested"), allergy to metals ("nickel allergy"), pain ("body ache"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and stress ("stress") and was found to have hormone level abnormal ("hormonal imbalance") and weight decreased ("weight lost"). The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, breast discharge infected, haematochezia, dysmenorrhoea, weight increased, tooth fracture, tooth loss, hormone level abnormal, anger, headache, chills, influenza, scar, cyst, arthralgia, contusion, abdominal distension, hypotension, dizziness, nausea, urinary tract infection, cystitis, asthenia, nasopharyngitis, hypersensitivity, nasal congestion, cough, dysgeusia, anxiety, vulvovaginal pain, abdominal discomfort, hypoaesthesia, paraesthesia, paraesthesia oral, hypoaesthesia oral, diarrhoea, weight decreased, irritability, disturbance in social behaviour, loss of libido, chest pain, musculoskeletal pain, neck pain, spinal pain, orgasm abnormal, nasal obstruction, skin lesion, abdominal pain upper, pollakiuria, productive cough, tremor, rhinorrhoea, anaemia, allergy to metals and stress outcome was unknown, the suicide attempt, alopecia, fatigue, urticaria, depression, acne, feeling abnormal and migraine was resolving and the dyspareunia, vaginal haemorrhage, abdominal pain lower, menorrhagia, muscle spasms, abdominal pain, pain and metrorrhagia had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, allergy to metals, alopecia, anaemia, anger, anxiety, arthralgia, asthenia, breast discharge infected, chest pain, chills, contusion, cough, cyst, cystitis, depression, diarrhoea, disturbance in social behaviour, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, haematochezia, headache, hormone level abnormal, hypersensitivity, hypoaesthesia, hypoaesthesia oral, hypotension, influenza, irritability, loss of libido, menorrhagia, metrorrhagia, migraine, muscle spasms, musculoskeletal pain, nasal congestion, nasal obstruction, nasopharyngitis, nausea, neck pain, orgasm abnormal, pain, paraesthesia, paraesthesia oral, pelvic pain, pollakiuria, productive cough, rhinorrhoea, scar, skin lesion, spinal pain, stress, suicide attempt, tooth fracture, tooth loss, tremor, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for- dysmenorrhea (cramping), pelvic/abdominal, chronic, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), nickel allergy, psych injury related to essure, fatigue, hair loss ,migraine, weight gain, dental probs., hormonal changes, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure confirmation test : results: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: result: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s social media "left wrist pain, she still have a bruise and 2 knots in her arm, the bloating and gas hurts the most, her blood pressure was 76/40 heart rate 80, she have seen lots of posts on rashes, hives acne, she had green discharge from her breast, she was going to pass out she was so light headed and dizzy, she try to eat she feel sick to her stomach, sharp shooting pain, uti bladder infection, she have no energy she take naps all through the day,cold, flu, allergy, runny nose, very bad cough , nickel/copper taste , sharp pain in my vagina , burning sensation in lower abdomen , tingling sensation in my hands and left side of lips, numbness sensation in my hands and left side of lips , diarrhea every time eat something , weight lost , irritation from pain, it affect my attitude towards my kids and family, not interested in having sex or sexual activities, pains in chest, shoulder pain, spine pain, pain when having orgasm, nose always needs to be blown or cleaned, sores on the top of my head, frequent urination, cough and mucous, blood when wiping after a # 2, facial tremors, embarrassing,congested and nausea, congestion . Most recent follow-up information incorporated above includes: on 23-mar-2020: fu 11 and fu 12 processed together. Plaintiff fact sheet received: event stress added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstruation"), abdominal pain lower ("extreme cramping"), weight increased ("weight gain"), migraine ("migraines"), tooth fracture ("tooth breakage"), tooth loss ("tooth loss"), alopecia ("hair loss"), fatigue ("severe fatigue"), rash ("rashes"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, weight increased, migraine, tooth fracture, tooth loss, alopecia, fatigue, rash, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain, rash, tooth fracture, tooth loss and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.